Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7086309.

Event description:
It was reported that the patient had a possible infection at the midline incision site. Symptoms of pain and fever were noted. The patient underwent a lead explant procedure and was prescribed with antibiotics. The explanted devices were kept by the medical facility.